Event description:
It was reported that a lead repair kit was used on this lead during a device revision procedure due to pre-existing insulation damage. No out-of-range measurements were reported. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).